Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed and door lock came off. A field service engineer (fse) verified the issue and confirmed that the rm had fallen off the side of the refrigerator. The rm was reattached and properly aligned. The latch micro-switches were cleaned and lubricated, the system was rebooted, and firmware updates were applied. Testing was completed in the hardware test application, and the customer successfully performed an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed and door lock came off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.